Event description:
The physician was attempting to stent the renal artery, which also had an endograft, and therefore, a large 18f sheath was already in place. The physician made access to the lesion with an .014" spartacore wire, and ran a 6f veripass guiding catheter through the 18f sheath. He then began to deliver the sds through the veripass guide, but stated that it felt wrong. Before the sds even left the confines of the guiding catheter, he decided to withdraw the entire system; guidewire, guide catheter and sds. Upon removal of the sds, he noted that the distal tip of the sds balloon (aviator) had completely separated from the end of the balloon and remained on the spartacore wire. Both the separated tip and the undeployed sds catheter were removed without difficulty along with the wire, from the pt. There was no adverse effect to the pt. The physician was then able to successfully advance and deploy a second palmaz genesis sds. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.